Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 8 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and "hit the bath with laceration on the head" and regained consciousness by himself. Customer later put on a plaster. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh002pan04 was returned and investigated. The sensor plug is properly seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Visual inspection of the plug assembly was performed and no issues were observed. Sim vivo test was performed and the results were with in specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section d4 (serial no) has been updated from (B)(6) to (B)(6) based on the returned product. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 8 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and "hit the bath with laceration on the head" and regained consciousness by himself. Customer later put on a plaster. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 8 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and "hit the bath with laceration on the head" and regained consciousness by himself. Customer later put on a plaster. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A dhrs (device history review) has been performed for the returned sensor serial number. The libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 8 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and "hit the bath with laceration on the head" and regained consciousness by himself. Customer later put on a plaster. No further treatment was reported. There was no report of death or permanent impairment associated with this event.